Event description:
It was reported that an ilet pump experienced a charging problem and premature battery discharge, resulting in the pump not powering on despite placement on multiple qi chargers, and a replacement ilet and charger were shipped. Symptoms included hyperglycemia, thirst, and dry mouth. Outcomes included no expected health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user and logs. Investigation of this case revealed issues with the power source and energy storage system, specifically implicating the battery and the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.